Manufacturer narrative:
The pump had intermittent button response due to a flattened act button dome switch. No unlocked lcd keypad connector was noted. The pump was programmed with the correct time/date and it passed the error and self tests. The pump was monitored, and no time/date anomaly was noted. No unexpected low reservoir or other alarms noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests. No prime/fill anomaly was noted. The pump had a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump went to number 6 and had to reprogram the time and date. Insulin pump indicated the reservoir was empty and customer had to reset it. Customer reported the device would not prime. Customer's blood glucose was unknown. Customer reported it was impossible to read the insulin pump sometimes. Customer reported the device buzzed and started to count down during normal use. During troubleshooting, found signal too low alarms and unexpected restart alarm. Customer reported the down button was unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.